Manufacturer narrative:
MDR-3009897021-2023-00048 submitted on 17-jul-2023 noted the following: section b3 date of event: 06-jun-2023. Section b3 date of event: 06-apr-2023.

Manufacturer narrative:
Based on information provided, kci cannot determine when the foreign body alleged to be the v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Additional clinical and device information could not be obtained due to the initial reporter electing to be unidentified. The foreign material was allegedly left in the wound for over the manufacturer's recommendations; therefore, the event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 20-jun-2023, the following information was provided to kci by the FDA via medwatch report mw5118355: "retained piece of [v.a.c.® granufoam¿ dressing] found in patient's healed chest wound which required manual and surgical removal. Patient had wound vac with [v.a.c.® granufoam¿ dressing] inserted from (B)(6) 2022 to (B)(6) 2022." No additional information was provided. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned, therefore a device history record review and device evaluation could not be completed.